Manufacturer narrative:
Evaluation results: inherent risk of procedure (death, perforation). Patient's condition affected effectiveness of device (thin and frail arteries). Conclusions: device failure/lack of effectiveness related to pt condition (thin and frail arteries).

Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown; the arteries were thin and frail. It was reported that the bifurcated stent graft was successfully implanted. The physician elected to insert the iliac limb through a 16 fr sheath on the left contralateral side. During the positioning of the iliac limb, the artery was perforated. The physician elected to convert the patient to an open surgical repair with a conventional graft. It was reported that during the open surgical repair, the physician remarked that the patient's arteries were hemorrhaging from various locations due to the thin and frail artery walls. The patient expired during the surgical conversion.